Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: device does not start due to corrupt memory stick inserted.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be defected memory stick which was replaced.

Event description:
The following was reported to hamilton medical ag: summary: device does not start due to corrupt memory stick inserted.